Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that on 2018-(B)(6), there was replacement of the right abdomen baclofen pump reservoir. The catheter was not replaced. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical prdoucts: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable infusion pump. The indication for use was cerebral palsy. It was reported that the patient had a catheter replacement a couple of months ago. No further complications have been reported as a result of this event.